Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/2/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350 cc saline prosthesis, catalog #3501660, serial (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a mentor smooth round moderate profile 350 cc saline prosthesis and experienced deflation post procedure. As a result, the patient had bilateral prosthesis replacement (possibly with gel implants) on (B)(6) 2018.

Manufacturer narrative:
Mentor received the following information on 4/26/2018: date of event: (B)(6) 2018. The patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 500cc on the left and 550cc on the right. Device evaluation summary: it was reported that a (B)(6) year-old african american female underwent breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis and experienced deflation post procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 500cc on the left and 550cc on the right. The device was received at mentor without fluid. Brown and white foreign material was observed within the device and gel observed on shell surface. The product evaluation team observed a crease on the anterior aspect, a rent measuring 0.2 cm was also observed on the anterior aspect within a crease. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).